Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was drawer failure. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.2 had failed. The field service engineer (fse) found that the drawers 2.1 and 2.2 were not detected. The fse checked the back of the drawer, reseated the drawer row board cable, confirmed that the pyxibus board showed normal light emitting diode status, and no drawer failure occurred after reboot. The customer tested the drawers and confirmed no issues. The system functioned as intended after the field service engineer repaired the device.